Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the father of the patient that their implantable pulse generator (ipg) stopped working for twenty minutes and the patient fell down. The father stated he took the patient to the hospital and was told their child's implantable pulse generator (ipg) was not working due to a technical issue. Attempts to obtain additional information were unsuccessful. The implantable pulse generator (ipg) remains implanted and in use. No patient complications have been reported as a result of this event.

Event description:
Follow up with the patient's physician indicated a device interrogation was performed and the device was functioning appropriately. The physician reported that the patient had experienced syncope due to supra ventricular tachycardia (svt).